Event description:
User reported the 3100b stopped during patient treatment and the low source gas caution light was illuminated. The patient was "bagged" then placed on a conventional ventilator without compromise.